Event description:
It was reported that this lead was surgically abandoned due to noise which was caused due to lead damage from subclavian crush. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).